Event description:
During a cystoscopy, green light laser ablation of the prostate procedure, the moxy fiber experienced a shortage. The fiber was replaced and procedure continued and there was no injury to the patient. The fiber was tagged for return to the sales representative.